Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure, an internal temporary pacemaker was implanted and on post-operative day 1, a permanent pacemaker (ppm) was implanted. Patient received an evoque valve in tricuspid position where, during the procedure, the patient experienced atrioventricular (av) block grade iii during atrial expansion. The valve was deployed at annular level and an internal temporary venous pacemaker was implanted and the patient was transferred to the intensive care unit (ICU) with it. On pod 1, a leadless pacemaker was implanted. On pod 5, the patient was discharged.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where during the procedure, the patient experienced atrioventricular (av) block grade iii during atrial expansion. The valve was deployed at annular level and an internal temporary venous pacemaker was implanted. The patient's outcome was stable condition.